Event description:
It was reported that sterile water leaked from a foley catheter during the pretest. Per follow up received via email from ibc on 26mar2024, it was confirmed that the event occurred during the use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 silicone temp sensing foley with sample port connector and syringe. Using returned syringe, the catheter was inflated with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Upon inflation a lumen to lumen leak was found along with the solution leaking from the eyelet. The catheter balloon was dissected, and it was found that the balloon was double perforated. Therefore, the reported event is confirmed. Also received 6 photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows top view of inflation cap, sample port, and tamper evident seal. Fourth photo sample shows tip of returned syringe. Fifth photo sample zooms in on inflation cap. Sixth photo sample shows tray packaging. Based on the physical sample received the reported event is confirmed and does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold) however, there was insufficient information to confirm this potential root cause. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from a foley catheter during the pretest. Per follow up received via email from ibc on 26mar2024, it was confirmed that the event occurred during the use.